Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure (unknown)") and pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 841530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure used in conjunction with any other device". The patient's past medical history included d & c and hypothyroidism. Concurrent conditions included menorrhagia and overweight. Concomitant products included ibuprofen, levothyroxine and liothyronine sodium (cytomel). In 2011, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and urinary incontinence ("urinary incontinence"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding"), vaginal odour ("vaginal odor"), bladder disorder ("bladder/urinary problems or changes"), urinary tract disorder ("bladder/urinary problems or changes") and weight increased ("weigh gain"). The patient was treated with surgery (hysterotomy) and surgery (patient underwent a procedure to remove the essure device). Essure was removed in 2012. At the time of the report, the device dislocation, pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, vaginal odour, menorrhagia, bladder disorder, urinary tract disorder, urinary incontinence and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, urinary incontinence, urinary tract disorder, vaginal haemorrhage, vaginal odour and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Events menorrhagia, device dislocation, bladder disorder , urinary tract disorder , weight gain are added. Lot number updated. Historical conditions are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure (unknown)") and pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 841530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure used in conjunction with any other device" and device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included d & c and hypothyroidism. Previously administered products included for an unreported indication: mirena in 2012. Concurrent conditions included menorrhagia and overweight. Concomitant products included ibuprofen, levothyroxine and liothyronine sodium (cytomel). On (B)(6)2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary incontinence ("urinary incontinence") and weight increased ("weigh gain"). In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), dysmenorrhoea ("painful menstrual cycles"), vaginal odour ("vaginal odor"), bladder disorder ("bladder/urinary problems or changes") and urinary tract disorder ("bladder/urinary problems or changes"). The patient was treated with surgery (hysteroctomy) and surgery (patient underwent a procedure to remove the essure device). Essure was removed in (B)(6)2012. At the time of the report, the device dislocation, pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, vaginal odour, menorrhagia, bladder disorder, urinary tract disorder, urinary incontinence and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, urinary incontinence, urinary tract disorder, vaginal haemorrhage, vaginal odour and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure (unknown)") and pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 841530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure used in conjunction with any other device" and device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included d & c and hypothyroidism. Previously administered products included for an unreported indication: mirena in 2012. Concurrent conditions included menorrhagia and overweight. Concomitant products included ibuprofen, levothyroxine and liothyronine sodium (cytomel). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary incontinence ("urinary incontinence") and weight increased ("weigh gain"). In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), dysmenorrhoea ("painful menstrual cycles"), vaginal odour ("vaginal odor"), bladder disorder ("bladder/urinary problems or changes") and urinary tract disorder ("bladder/urinary problems or changes"). The patient was treated with surgery (hysteroctomy) and surgery (patient underwent a procedure to remove the essure device). Essure was removed in (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, vaginal odour, menorrhagia, bladder disorder, urinary tract disorder, urinary incontinence and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, urinary incontinence, urinary tract disorder, vaginal haemorrhage, vaginal odour and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Most recent follow-up information incorporated above includes: on 9-jul-2018: plaintiff fact sheet received: essure confirmation test not conducted event was added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure (unknown)"), pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 43-year-old female patient who had essure (batch no. 841530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure used in conjunction with any other device" and device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included d & c and hypothyroidism. Current weight (B)(6) . Previously administered products included for an unreported indication: mirena in 2012. Concurrent conditions included menorrhagia and overweight. Concomitant products included ammonium lactate since 1998, fluticasone since 1998, ibuprofen, levothyroxine, liothyronine sodium (cytomel), liothyronine since 1998 and vitamin d nos (vitamin d). In 2011, the patient was found to have weight increased ("weigh gain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced urinary tract disorder ("bladder/urinary problems or changes"), bladder disorder ("bladder/urinary problems or changes") and urinary incontinence ("urinary incontinence"). In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), dysmenorrhoea ("painful menstrual cycles") and vaginal odour ("vaginal odor"). The patient was treated with surgery (ablation, hysteroctomy(full), salpingectomy (bilateral removal of fallopian tubes),bilateral oophoropexy, and patient underwent a procedure to remove the essure device,hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain, menorrhagia, abdominal pain, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, urinary tract disorder, bladder disorder, urinary incontinence, vaginal odour and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, urinary incontinence, urinary tract disorder, vaginal haemorrhage, vaginal odour and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Lot number:841530 manufacture date: 2011/03 expiration date: 2014/03 lot number:b34605 manufacture date: 2013/05 expiration date: 31-05-2016 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: events: urinary tract infection, interstitial cystitis, apareunia (inability to have sexual intercourse), dermatitis, frequent bladder infection, migraines, headaches, right ovarian cyst, nickel allergy, vaginal discharge, fatigue, gastritis, metrorrhagia, dizzy, inflammatory changes consistent with chronic endometriosis, hair loss, thinning of eyebrow, throat problem, ear problem, nose problem, ovaries pain, dyspareunia was deleted. Reporter information and concomitant condition was deleted. Bmi was updated. Concomitant and treatment drugs were deleted. Lot no. Was deleted. Explant date (B)(6) 2016 was updated to (B)(6) 2012. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure (unknown)"), pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 43-year-old female patient who had essure (batch no. 841530, b34605) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure used in conjunction with any other device" and device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included d & c and hypothyroidism. Previously administered products included for an unreported indication: mirena in 2012. Concurrent conditions included menorrhagia, overweight and eustachian tube dysfunction since 16-feb-2013. Concomitant products included aerosol spitzner, butalbital, calcium, diphenhydramine hydrochloride (benadryl), ibuprofen, ipratropium, levothyroxine, liothyronine sodium (cytomel), montelukast sodium and norlestrin fe (loestrin fe). In 2011, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia (seriousness criteria medically significant and intervention required), urinary incontinence ("urinary incontinence") and weight increased ("weigh gain"). On 27-sep-2011, the patient had essure inserted. In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and dizziness ("dizzy"). In 2013, the patient experienced migraine ("migraines"), headache ("headaches") and inner ear disorder ("ear problems"). In (B)(6) 2013, the patient experienced ovarian cyst ("right ovarian cyst"). On (B)(6) 2014, 2 years 4 months after insertion of essure, the patient experienced dermatitis ("dermatitis") and allergy to metals ("nickel allergy"). In 2014, the patient experienced gastritis ("gastritis") and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"), cystitis interstitial ("interstitial cystitis"), cystitis ("frequent bladder infection") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), dysmenorrhoea ("painful menstrual cycles"), vaginal odour ("vaginal odor"), bladder disorder ("bladder/urinary problems or changes"), urinary tract disorder ("bladder/urinary problems or changes"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), metrorrhagia ("metrorrhagia"), endometriosis ("inflammatory changes consistent with chronic endometriosis"), nasal disorder ("nose problem"), adnexa uteri pain ("ovaries pain"), madarosis ("thinning eye brows") and pharyngeal disorder ("throat problem"). The patient was treated with ciprofloxacin, solpadeine (tylenol 1), aciclovir (acyclovir [aciclovir]), sumatriptan (imitrex), ketorolac, sumatriptan, antibiotics, surgery (hysteroctomy(full), salpingectomy (bilateral removal of fallopian tubes),bilateral oophoropexy, ), surgery (patient underwent a procedure to remove the essure device,hysterectomy (full)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, vaginal odour, menorrhagia, bladder disorder, urinary tract disorder, urinary incontinence, weight increased, urinary tract infection, cystitis interstitial, female sexual dysfunction, dermatitis, cystitis, migraine, headache, ovarian cyst, allergy to metals, dyspareunia, vaginal discharge, fatigue, gastritis, metrorrhagia, dizziness, endometriosis, alopecia, inner ear disorder, nasal disorder, adnexa uteri pain, madarosis and pharyngeal disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, bladder disorder, cystitis, cystitis interstitial, dermatitis, device dislocation, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, gastritis, headache, inner ear disorder, madarosis, menorrhagia, metrorrhagia, migraine, nasal disorder, ovarian cyst, pelvic pain, pharyngeal disorder, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal odour and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms. Discrepancy noted as per pfs: essure insertion date: (B)(6) 2013 and also as per previous follow up date of removal of essure: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2018: plaintiff fact sheet received. Lot no was added. Event added: urinary tract infection, interstitial cystitis, apareunia (inability to have sexual intercourse), dermatitis, frequent bladder infection, migraines, headaches, right ovarian cyst, nickel allergy, vaginal discharge, fatigue, gastritis, metrorrhagia, dizzy, inflammatory changes consistent with chronic endometriosis, hair loss, thinning of eyebrow, throat problem, ear problem, nose problem, ovaries pain, dyspareunia. Concomitant and treatment drugs were added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure (unknown)"), pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 43-year-old female patient who had essure (batch no. 841530, b34605) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted" and medical device monitoring error "essure used in conjunction with any other device". The patient's past medical history included d & c and hypothyroidism. Previously administered products included for an unreported indication: mirena in 2012. Concurrent conditions included menorrhagia, overweight and eustachian tube dysfunction since (B)(6) 2013. Concomitant products included aerosol spitzner, butalbital, calcium, diphenhydramine hydrochloride (benadryl), ibuprofen, ipratropium, levothyroxine, liothyronine sodium (cytomel), montelukast sodium and norlestrin fe (loestrin fe). In 2011, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia (seriousness criteria medically significant and intervention required), urinary incontinence ("urinary incontinence") and weight increased ("weigh gain"). On 27-sep-2011, the patient had essure inserted. In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and dizziness ("dizzy"). In 2013, the patient experienced migraine ("migraines"), headache ("headaches") and ear disorder ("ear problems"). In (B)(6) 2013, the patient experienced ovarian cyst ("right ovarian cyst"). On (B)(6) 2014, 2 years 4 months after insertion of essure, the patient experienced dermatitis ("dermatitis") and allergy to metals ("nickel allergy"). In 2014, the patient experienced gastritis ("gastritis") and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"), cystitis interstitial ("interstitial cystitis"), cystitis ("frequent bladder infection") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), dysmenorrhoea ("painful menstrual cycles"), urinary tract disorder ("bladder/urinary problems or changes"), bladder disorder ("bladder/urinary problems or changes"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), metrorrhagia ("metrorrhagia"), endometriosis ("inflammatory changes consistent with chronic endometriosis"), madarosis ("thinning eye brows"), pharyngeal disorder ("throat problem"), nasal disorder ("nose problem"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal odour ("vaginal odor") and adnexa uteri pain ("ovaries pain"). The patient was treated with ciprofloxacin, solpadeine (tylenol 1), aciclovir (acyclovir [aciclovir]), sumatriptan (imitrex), ketorolac, sumatriptan, antibiotics, surgery (hysteroctomy(full), salpingectomy (bilateral removal of fallopian tubes),bilateral oophoropexy,), surgery (patient underwent a procedure to remove the essure device,hysterectomy (full)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, urinary tract disorder, bladder disorder, urinary incontinence, urinary tract infection, cystitis interstitial, female sexual dysfunction, dermatitis, cystitis, migraine, headache, ovarian cyst, allergy to metals, vaginal discharge, fatigue, gastritis, metrorrhagia, dizziness, endometriosis, alopecia, madarosis, pharyngeal disorder, ear disorder, nasal disorder, dyspareunia, vaginal odour, adnexa uteri pain and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, bladder disorder, cystitis, cystitis interstitial, dermatitis, device dislocation, dizziness, dysmenorrhoea, dyspareunia, ear disorder, endometriosis, fatigue, female sexual dysfunction, gastritis, headache, madarosis, menorrhagia, metrorrhagia, migraine, nasal disorder, ovarian cyst, pelvic pain, pharyngeal disorder, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal odour and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms. Discrepancy noted as per pfs: essure insertion date: (B)(6) 2013 and also as per previous follow up date of removal of essure: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Lot number:841530 manufacture date: 2011/03 expiration date: 2014/03. Lot number:b34605 manufacture date: 2013/05 expiration date: 31-05-2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 841630) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure used in conjunction with any other device". The patient's past medical history included d & c and hypothyroidism. Concurrent conditions included menorrhagia. Concomitant products included ibuprofen, levothyroxine and liothyronine sodium (cytomel). In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding") and vaginal odour ("vaginal odor"). The patient was treated with surgery (patient underwent a procedure to remove the essure device). Essure was removed in 2012. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage and vaginal odour outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, pelvic pain, vaginal haemorrhage and vaginal odour to be related to essure. The reporter commented: patient sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on 4-apr-2018: mr received: reporter, patient demographic information, product lot number added and event - medical device monitoring error added. At the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), vaginal odour ("vaginal odor") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (patient underwent a procedure to remove the essure device). Essure was removed in 2012. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, abdominal pain lower, vaginal odour and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, pelvic pain, vaginal haemorrhage and vaginal odour to be related to essure. The reporter commented: patient sought treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.